Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Component code of ¿appropriate term/code not available¿ represents no findings available because device not returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for persistent atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After two transseptal procedures, the thermocool® smart touch® sf bi-directional navigation catheter was placed in the left atrium (la) and mapping was performed with the pentaray catheter. The caller and the physician believed that when the ablation catheter was placed it was advanced and perforated the left atrial appendage (laa). No ablation was performed. Blood pressure drop was noticed, and intracardiac echo (ice) revealed the effusion (compared with pre-procedure ice images). The procedure was aborted, catheters were pulled back, heparin was stopped. A pericardiocentesis was performed in the ep lab, removing 400ml of blood. The patient stabilized and was moved to the cardiac care unit for monitoring and recovery. Physician did not indicate that biosense webster products were responsible for the patient injury. There was no report of extended hospitalization.